Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited intermittent sensing. The lead exhibited difficulty being implanted due to patient anatomy. The lead was not implanted and replaced. No further information was available.